Manufacturer narrative:
Additional information/device evaluation: analysis of the catheter body revealed no significant anomaly ¿ ¿slice cut¿. (B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed

Event description:
It was reported that for the past 6 months, the patient¿s therapeutic efficacy was suboptimal with increased spasticity in both legs. Several dosing increases were performed with no improvement in symptoms; however, oral baclofen did help relieve symptoms. A catheter dye study was performed. The healthcare provider (hcp) initially had difficulty aspirating and pushing dye then was able to. The dye was observed at the catheter tip; however, it was pooling more in the lower thoracic area where the tip was located and not free flowing throughout the intrathecal space. No breaks, tears, fractures, dislodgement, mass, kink, or occlusions were noted in the catheter at the dye study. The pump logs were checked and x-rays were performed. The cause of the issue was not determined. The hcp decided to replace the entire device system to address the symptoms. During the explant/replacement on (B)(6) 2014, no obvious product issues were noted. The patient status was reported as alive, no injury. The pump was used to deliver lioresal. Additional information later received reported a catheter issue was identified at the time of a dye study performed on (B)(6) 2014. It was not determined however, what the specific issue with the catheter was. Prior to the dye study, a dose increase occurred. The pump and catheter were replaced. No catheter segments were left in the intrathecal space at replacement. The patient¿s outcome was unknown. The device was planned to be returned to the manufacturer. Additional information received from the hcp the other medications the patient was taking at the time of the event included oral baclofen 10 mg four times a day (qid) as needed (prn) for spasms. The patient began experiencing increased stiffness in (B)(6) 2014. Several increases were done but no relief of spasms occurred. Oral baclofen was also noted as having been given to the patient (B)(6) 2014 when the increase in spasms started. Regarding a pump study performed on (B)(6) 2014, the catheter was found to be blocked. It was further reported that the cause of the catheter issue (distal/spinal segment) was ¿arachnoiditis (restricted flow)¿ at the catheter tip. The pump and catheter were replaced on (B)(6) 2014 and it was unknown to the hcp if catheter segments were left in the intrathecal space. The patient recovered without permanent impairment. The patient¿s spasms were under control. Additional information later received noted per the pump logs the reservoir volume was 6.5 ml. A dye study was noted as having been performed on (B)(6) 2014. The actual volume removed from the old/explanted pump was noted as being 7.0 ml.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.